Event description:
As operating room staff were setting up for a surgical case, they tried opening the lsi solutions tk ti-knot (ref 030404, lot # 739987) device packaging but it wouldn't open properly. The packaging wouldn't peel open as it normally would, but rather the paper cover was peeling in half. Since the staff couldn't guarantee the sterility of the contents of the package/device, they couldn't use the device and had to open a second device for the case.